Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
Siemens became aware of an incident that occurred while operating the artis zee ceiling system. According to the provided information, the user pressed the emergency power off (epo) button when the patient started coding during the procedure. It was communicated to siemens that the patient passed away. No system defect could be identified by siemens. Siemens has requested additional information for this event to proceed with the investigation.

Manufacturer narrative:
The investigation was performed on expert discussions (considering complaint description, cs (customer service) reports, system history, system log files). According to the available information, the severe health condition of the patient (cardiac arrest or respiratory arrest) was not related to any system malfunction. Furthermore, the detailed investigation did not reveal any system deficiencies. It is unclear why the user pressed emergency power off (epo) during the procedure as the system works as specified.